Event description:
Voluntary medwatch received states that the atrial lead exhibited lead integrity issue and oversensing that may affect the patient's lower rate and biventricular pacing percentage. No intervention or programming changes were reported. No patient condition was reported.